Manufacturer narrative:
Eval summary: the investigation concluded that root cause of the reported event is user related. Previous investigations indicate that the ball plunger assembly at the tip of the device consists of two parts: a hollow threaded screw with a flat-head notch on both ends, and a small pin that is spring loaded within the threaded screw. If the top of pin is depressed with a screwdriver, the entire assembly can be unscrewed and removed from the tip of the slide hammer. It is possible that when cleaning the device, the ball plunger assembly was removed. Upon screwing the assembly back into the device, it was not seated deep enough, thus eliminating the space necessary for the headed fixation pins to mate with the slide hammer/extractor. It is important to note that the device was mfg in 1998 and has, therefore, exceeded its intended service life. The device mfg history record indicates that this lot of devices was mfg and accepted into final stock with no reported discrepancies.

Event description:
It was reported that, "the slide hammer/extractor could not hold a headed fixation pin."